Event description:
Further information was received indicating the patient was seen for a follow-up on (B)(6) 2019 and the device was reprogrammed. A scheduled download from the remote monitor on (B)(6) 2019 showed no more episodes of oversensing. The patient remains stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, right ventricular (rv) oversensing was observed. Abbott technical support reviewed the session records and recommended further lead evaluation to determine the cause of the oversensing. No further rv lead evaluation or intervention were performed at this time. The patient was stable.